Event description:
It was reported that the patient had continual problem with the ICD migrating.

Event description:
New information received notes the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.